Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1-2. On (B)(6) 2018, during a follow up visit, it was found that one clip detached from the anterior leaflet and remained on the posterior leaflet (single leaflet device attachment/slda). Tissue damage was also noted and the mr had increased to 3-4. On (B)(6) 2018, a second procedure was performed for treatment. One clip was implanted to stabilize the slda clip and the mr was reduced to 2-3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. The reported tissue damage and mitral regurgitation (mr) were likely a result of the slda. The reported patient effects of worsening mr and mitral valve injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.